Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for unknown quantity of unknown elastic stable intramedullary nail. Part#, lot# and UDI # is not available. Date of implant is unknown. Date of explant is unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown elastic stable intramedullary nail. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: kruppa, c., bunge, p., schildhauer, t., dudda, m., (2017) low complication rate of synthes elastic stable intramedullary nailing (esin) of pediatric forearm fractures. Medical volume 96 no. 16, pages 1-5 (germany). The purpose of this retrospective exploratory study was to assess the complication rate after esin treatment of forearm fractures in children and adolescents in a representative cohort of patients from a level 1 trauma center in germany. Between may 2000 and may 2015, 201 patients with 202 forearm fractures, age averaged 9.7 years (range 3¿16 years), were included in this study. All patients were operatively treated using unknown synthes elastic stable intramedullary nailing (esin) with 2.0mm to 3.0mm in diameter. Follow-up averaged 10.2 months (range 0.7¿176.3 months) postoperatively. Thirty six children were lost to follow-up. Esin removal was scheduled when radiographic 4-cortices healing was ensured. Complications were reported as follows: 14 patients required further operative treatment. Three patients had refractures with esin in-situ. Seven patients had refractures occurred due to a new trauma. This occurred at average 3.7 months (range 1.5¿9.5 months) after esin removal. The time to implant removal in these patients averaged 2.6 months (range 1.1¿3.8 months). One patient showed limited rom =20° of at least 1 direction, after treatment for a monteggia fracture at final follow-up of 2 months. One patient showed limited rom =20° of at least 1 direction 8 months after reosteosynthesis, because of a loss of reduction in a distal diametaphyseal fracture. Two patients had malunions, both of which required the operative intervention. Three patients had extensor pollicis longus tendon ruptures and required operative treatment. One patients had superficial wound infection, but no deep wound infection, was observed; one patient had a second fracture occurred in the same arm due to an adequate trauma, 39.5 month after esin removal. The esin was removed 3.1 months after initial treatment. One patient had a second fracture occurred in the same arm due to an adequate trauma, 60.4 months after esin removal. The esin was removed 6.2 months after initial treatment. This report is for an unknown quantity of unknown elastic stable intramedullary nailing (esin). This is report 1 of 1 for (B)(4).